Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the unit then kept restarting on power up. The manufacturers field service engineer (fse) verified the ventilator restarting. The fse replaced the vga pcb board to correct the reported problem. Applicable final testing was performed per operating specifications.